Manufacturer narrative:
(B)(4). The customer installed the software and the ventilator is back in use.

Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer has not responded to attempts to acquire repair information.

Event description:
Report received that due to a malfunction of the ventilator, the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event.